Event description:
The customer reported that after pipetting an absag plate on summit serial number, the tech observed that no conjugate was added to well c3. No error was generated. No death or serious injury was associated with this complaint. Complaint number 00486668.